Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code for the crosser cto recanalization catheters products is identified. As the lot number for the device was provided, a lot history review was performed. The sample was returned to the manufacturer for evaluation. The investigation is confirmed for material separation and tear; however, the investigation is inconclusive for failure to advance. A definitive root cause for the reported event could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the malfunction indicated that model cre14s recanalization catheter allegedly experienced failure to advance, material separation and material split, cut or torn. This report was received from one source. This malfunction did not involve a patient as there was no patient contact.